Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The 90% stenotic lesion was located in the moderately calcified and severely tortuous left anterior descending (lad) coronary artery. The 20mm x 2.0mm maverick2 monorail balloon catheter was used for predilation. The balloon was inflated twice and the proximal shaft broke. The device was removed without incident. The procedure was successfully completed with a different device. No patient injuries of complications were reported. Patient status is reported as "stable".